Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a hall sensor movement error; the device detected a possible issue with the motor. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated. The customer did not know if the device was exposed to a high magnetic field; however, they mentioned that they recently travelled by airplane. A displacement test was performed and the device passed. No products were returned or replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, sleep current measurement, active current measurement and self-test. No unexpected insulin pump error noted during testing. Motor was tested outside of the device and passed. Insulin pump error alarmed during force sensor test, problem isolated to electronic assembly. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label.